Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent a surgical procedure on (B)(6) 2013 and desara blue was implanted due to failed obstructive prior sling and sui. It was reported that patient had removal of mesh, primary anterior colporrhaphy ,cystocele repair, transvaginal bilateral wide urethrolysis on (B)(6) 2013 due to failed obstructive prior sling. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient experienced symptomatic uterine fibroids on (B)(6) 2012 and underwent tvh concurrently with bso. It was reported that the patient underwent a mesh removal on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4): reason for surgery: sui. It was reported that following insertion the patient experienced pain, infection, fistulae, bleeding and urinary/bowel problems and dyspareuniain addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/01/2016.